Event description:
It was reported that "pt is experiencing pain, swelling. Immediately following surgery pt did well, and now is experiencing pain and swelling. Difficulty walking due to pain. Knee is very stiff. Husband states that he is concerned that a right knee was put into the left side and wants us to answer that specifically. Husband of pt called."

Manufacturer narrative:
An eval of the device cannot be performed, as the device was not returned to the MFR. Device is still implanted in pt, and therefore, it is not available for eval. Should device become available, the eval summary will be submitted in a supplemental report.